Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter would not power on. The complaint was classified based on customer care advocate (cca) documentation as the patient was not available to provide further information when attempted by medical surveillance (ms). The patient could not specify when the issue occurred. It is unknown what medications, if any, the patient takes to manage her diabetes or if she made any changes to her usual diabetes management routine in response to the alleged issue. It is unknown if the patient developed any symptoms as a result of the issue however she did state that on (B)(6) 2015 she received medical intervention from a healthcare professional (hcp) in an emergency room (ER), however could not specify what treatment was received. During troubleshooting the cca noted that there was no apparent misuse of the meter and it was not the first time the meter had been used. The meter did not power on when prompted by inserting a test strip or by pressing the power button. The batteries did not require replacing. Replacement products were sent to the patient. This complaint is being reported as the patient reported receiving medical intervention from a hcp and it cannot be confirmed that the meter did not cause or contribute to the adverse event.